Event description:
Related manufacturer report numbers: 2017865-2021-29336, 2017865-2021-29838. It was reported that noise and oversensing were observed on the right atrial (ra) and right ventricular (rv) leads. Additionally, an increase in capture threshold was observed on the rv lead. During the lead revision procedure, a loose set screw was noted on the device header and is suspected to have contributed of the event. However, the exact cause of the event remains unknown. The device, ra, and rv leads were explanted and replaced to resolve the event. The patient was in stable condition.